Event description:
It was noted the patient died 5 months after device implant. Followup revealed cause of death was respiratory and cardiac arrest due to atherosclerotic heart disease. No autopsy was performed. Patient had last been seen for a device check the month prior to death and the device and lead functions were normal. Patient not pacemaker dependent.

Event description:
It was noted the patient died 5 months after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.